Manufacturer narrative:
H.10: this is a known issue and based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Corrective action is in place for this issue which is a new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The device was installed in 2013 at the customer site. The erosion kit upgrade was performed in february 2020. The issue was claimed about a year and a half after the upgrade, but most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective compressor. The root cause is a hole of the evaporator leading to refrigerant leak and water entering the refrigeration cycle and damaging the cooling compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the residual current device (rcd). There was no report of patient injury.